Event description:
It was reported that the customer experienced a low blood glucose (bg) level of below 40 mg/dl. Reportedly the customer administered a boluses that were too large which subsequently decreased their bg. Customer address their bg with consuming carbohydrates. System check with tandem technical support confirmed the pump was functioning as intended. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.